Event description:
The customer was hospitalized. It was stated that the customer's hospitalization was due to an error alarm. The error alarm has continued to happen. Instructed the family member to disconnect from the pump and back to manual injections.